Event description:
Our rep. Is reporting to us that during a meniscal repair the surgeon had successfully deployed both implants of the 1st omnispan 27 degree fastener. For the second fastener, the 2st of the 2 implants was successfully deployed; however, upon attempting to deploy the 2nd fastener, the silicone retention tubing came off of the inserter needle and fell into the joint space. The surgeon sacrificed the 2nd implant by cutting the suture to retrieve the silicone tubing. At this point, the surgeon did not attempt to repair the balance of the anterior leaf of the tear for fear that he would compromise the repair that he had already done. Complaint device discarded at the user facility.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our rep. Is reporting to us that during a meniscal repair the surgeon had implanted two devices successfully. While deploying the third device, the first backstop deployed without incident. However, when he pulled the needle back from the meniscal tissue, the plastic sleeve stayed on meniscus, eliminating the ability to implant the 2nd half of the implant. The surgeon had to sacrifice the implant by cutting the suture to remove the plastic sleeve and the rest of the suture. He did not attempt to repair the balance of the anterior leaf of the tear for fear he would compromise the repair he had done already. 25 minutes was added onto the procedure time because of this.

Manufacturer narrative:
The complaint device is not being returned, which precludes conducting an evaluation; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported failure mode. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.